Manufacturer narrative:
Information was received via published literature. (B)(4). The device was not returned for review, therefore its condition cannot be described. The DHR could not be reviewed as the item/lot numbers are unknown. The device was used in treatment. No applicable patient history is available for review. Compatibility of the devices is unknown. A complaint history review could not be performed with the lack of identifying product information. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported that a case had considerable intra-operative difficulties, in which the smallest implant size could not be impacted deep enough down the femoral canal without sacrificing the cortical ring of the osteotomy or creating a femoral fracture. Therefore, a versys cementless stem was implanted.